Event description:
It was reported that during the procedure to treat a lesion in the anterior tibial vessel, the 4 x 30 x 135 cm xpert stent delivery system was advanced; however, after the stent was positioned, the stent could not be deployed. It was noted that resistance was noted with the vessel during removal of sds. A new xpert stent was used to complete the procedure successfully. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned self expanding stent system (sess) found blood on the shaft and on the stent implant. There was no saline visible. The stent implant was returned partially deployed 1.3 centimeters (cm). The distal end of the stent implant was located 6 millimeters distal to the distal marker. There were bent middle struts on the stent implant. There was no other damage noted to the stent implant. The outer sheath was retracted 1.3cm. There was a bend in the middle of the metal shaft which may have resulted during or after the procedure. There was no other damage noted to the sess. A snap gauge was used to measure the proximal outer diameters over the stent implant. The distal and middle outer diameters over the stent implant were not measured due the damage noted and partially deployed stent. The tuohy borst valve was in the closed position. After unlocking the tuohy borst valve the remaining portion of the stent implant was deployed with no resistance noted. Failure to deploy can be a result of, but not limited to, manufacturing, pre dilatation strategy, anatomical conditions, deployment technique, mishandling, kinks or bends in the shaft and/or damage to the device deployment mechanisms (tuohy borst valve, tuohy borst adapter and/or the metal shaft). To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. Additionally, samples of the units are functional tested. In this case, although the bend in the shaft was not reported, it may be possible that the noted bend to the shaft and interaction with the anatomy contributed to the failure to deploy such that the outer sheath could not be retracted. Additional information was received stating that the stent was partially deployed outside the anatomy. However, it is possible that the stent may have partially deployed in the anatomy during the attempt to deploy as analysis noted blood on the stent, which subsequently contributed to the difficulty to remove and the noted bent stent struts such that the partially deployed stent interacted with the anatomy resulting in the reported resistance during removal. Additionally, the stent was able to be fully deployed after unlocking the tuohy borst valve. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that would have contributed to this complaint. Although a conclusive cause for the difficulty could not be determined, there is no indication to suggest a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Additional information reported that the stent was partially deployed outside the anatomy.